Event description:
Pt admitted to the hosp 3/14/97 with unstable angina , anemia, heme positive stools. He had a cardiac cath which confirmed a large aortic aneurysm, severe aortic insufficiency, coronaries reveal severe disease. Pt had surgery 3/18/97 CABG x 5 and replacement of ascending aorta with valve conduit. It was noted during the case that after taking out the vent in preparation of coming off bypass, the tissue valve replacement was not opening and closing. Pt was returned to hypothermic state and replacement valve and vascular graft piece removed and replaced with different mechanical valve and vascular graft. Mechanical valve was a s/n#23a426061j, model# a7700, and a different vascular graft. Pt also returned to surgery 3/19/97 for re-exploration for bleeding. Pt developed acute renal failure, ultrafiltration and hemodialysis, sepsis, questionable oxygen toxicity and thrombocytopenia.